Manufacturer narrative:
Reported to the FDA on september 24, 2007. Manufacturing site: 1049092.

Event description:
Reported by the complainant as follows: I wanted to give you some information about a possible adverse event at medical center. I was in-servicing their ICU/ccu department yesterday and they told me about an incident they had with one of their patients. Patient was admitted with a gi bleed. Ffms was inserted on a thursday; properly. By tuesday; I believe; the device was leaking blood. When removed there was 120ml of fluid in the balloon. Once removed a tremendous amount of blood/clots were discharged from the patient.